Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, cylinder aneurysm.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Attempts have been made to obtain additional information surrounding this event. However, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2797475. The most likely root cause may be attributed to source(s) other than the device. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.

Event description:
According to the available information, cylinder aneurysm. Additional information received indicated the patient complained of a bulge at the base of the penis and was noted to have a left cylinder proximal aneurysm. The device did not appear to fully inflate either.